Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that they had 2 power port needles in a row that CT scan reported to us that the tubing from the needle was leaking. Additional information provided 20-oct-2023. This issue directly involved a patient. CT staff discovered the issue when injecting contrast found it leaking. There were 2 needles leaking at same site, but different patients. Additional information provided 23-oct-2023. The leaking was observed coming from some point near the needle housing, it was not leaking from the connection point. Proper technique was utilized and port was reported functioning and flushing normally. This file addresses the second patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that they had 2 power port needles in a row that CT scan reported to us that the tubing from the needle was leaking. Additional information provided (B)(6) 2023. This issue directly involved a patient. CT staff discovered the issue when injecting contrast found it leaking. There were 2 needles leaking at same site, but different patients. This file addresses the second patient.